Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. Initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the titanium adapter disconnected from the transfer set. The caregiver reconnected the titanium adapter and continued therapy. The cause of the disconnection was not reported. The patient was advised to go to the hospital "as soon as possible". The patient received unspecified treatment for the event. The patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the peritonitis was manifested by cloudy bag. It was further reported the disconnection occurred at the transfer set and not the titanium adapter (as previously reported). The transfer set was replaced. At the time of this report, antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.